Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch. Back light came on when motor error alarmed and turned off shortly after properly. All buttons function properly. No damage to keypad traces noted. Moisture damage noted on electronic assy during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 298 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.